Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 5.00 mm x 8 mm nc emerge balloon was selected for use. During the procedure the balloon ruptured at 4 atm. The procedure was completed with a different device. There were no patient complications.